Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed repeated errors on the erbe generator. The customer had power cycled the generator two times, replaced the bipolar instrument, and replaced the bipolar cord but the issue remained. The surgeon completed the procedure under this condition with no reported injury. After completing the procedure, the customer informed dvstat and received phone assistance from the technical support engineer (tse). Tse reviewed system logs and found repeated error code c-34 indicating a fault on the erbe generator.

Manufacturer narrative:
Based on the claim against the product by the customer noting a repeated error fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and confirmed the error fault indicating a faulty erbe generator. The fse replaced the erbe to correct the reported problem. After replacement, system was retested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe generator was returned for failure analysis (fa) and the reported failure was confirmed and reproduced. The erbe generator was placed on an in-house system and was run in normal mode and failed when tested indicating a component failure. The complaint regarding repeated errors on the erbe generator was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a defective erbe generator due to a component failure. This complaint is considered a reportable event due to the following conclusion: during the procedure, repeated error fault was observed. Fse confirmed the issue and identified a defective erbe generator. Failure analysis confirmed a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.